Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was unable to access the medication. The technical support specialist (tss) ran the all-device events report and found many failed storage issues, and the tss escalated the issue to the fse. A field service engineer (fse) shut down the station, secured the latch connections in remote manager, and then rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was unable to provide access to the medication. The customer confirmed that when the user performed an inventory count, the fridge displayed not approved access, and the user was unable to access the medication for control purposes as well. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.